Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that the bd trifuse extension set was found leaking out onto the bed. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking . The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. The bd trifuse extension set was found leaking out onto the bed. Connections were checked and tightened, but fluid leaking out of the trifuse persisted. Trifuse and blue cap were changed. No further issue with line. No patient harm.